Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had an auto fill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and observed that the system is showing auto fill failure alarm. The fse checked the system offset voltages and were out of range. To fix the issue the fse performed calibration to all the three pressure transducers and then checked the system with demo balloon and trainer. The unit was working after it and it was returned to the customer.

Event description:
N/a.